Event description:
It was reported that the epg (external pulse generator) had broken output connectors. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the atrial output connector was broken but did not confirm that the ventricular output connector was broken. Analysis also found that the upper and lower cases were broken, that the battery release, release o-ring, heart block, heart wire contacts and battery drawer were contaminated, that the lead flex cover and battery flex were corroded, that the ring, side bail covers and side bails were missing, that two of the case screws were the wrong screws and one case screw was missing, that the battery contacts were compressed, the keyboard was scratched and that the battery drawer o-ring was also missing. (B)(4).